Event description:
Per complaint (B)(4), during clinical procedure, product fracture was observed.

Manufacturer narrative:
Patient's identifier was not provided. If the requested information becomes available, supplementary report will be submitted. Implant date and explant date are unknown. Lot and part information is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.